Manufacturer narrative:
As received a partial lead was returned in one piece, only the connector portion. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage. The reported events of high pacing lead impedance, increased capture threshold, and insulation damage were not confirmed.

Event description:
During an unrelated elective replacement procedure, the right atrial (ra) lead was explanted and replaced due to increased pacing lead impedance (pli) and an increased capture threshold. There was also insulation damage noted on the lead after opening the pocket. The patient was stable with no consequences.